Manufacturer narrative:
He customer's reported complaint description of guidewire detached and was retained in the patient cannot be confirmed since no complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Device history record review of the packaging/guidewire lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The guidewire device is supplied to angiodynamics by the supplier/manufacturer heraeus medical. Scar004966 was sent to heraeus for awareness of this complaint event and DHR review of the reported lot number. Scar004966 response stated that no deviations or nonconformances related to the event description were identified in the record review. There is no evidence to confirm the issue is due to the manufacturing process. This event is considered a non-manufacturing-related issue. A potential root cause for this type of guidewire unraveling with tip detached and retained in vasculature failure mode is end user pulling the guidewire back through the needle when advancement meets resistance. This is cautioned against in the device dfu. Labeling review: direction for use (item number 16600601-01) is provided with this mini-stick device. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with its labeling. Adverse events: guidewire shearing, fracture or embolization. Operational instructions: 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A nurse reported the following event with a mini stick max 5f x 10 cm stiff .018 ni/tu echo 2.75" pg: "he had svt (supraventricular tachycardia) (afib/flutter with periods of focal atrial tachycardia) during these episodes of bleeding and with chf (congestive heart failure) exacerbation treated with IV diuretics along with metoprolol and digoxin. During a right heart catheterization a retained wire fragment was noted in the inferior vena cava. The wire was extracted by interventional radiology. The procedure operator was notified and after review of the case it was revealed there was resistance advancing the wire which had ribboned when removed. At the time the operator did not suspect any retained foreign body." It was reported that the patient has fully recovered.